Event description:
A malfunction alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was instructed to load a second, new cartridge, but it is pending follow-up to confirm if they were able to do so and resume insulin.